Manufacturer narrative:
An event of incomplete coaptation was reported. The valve was returned to abbott for analysis and the investigation revealed that all three cusps were flexible and contained no tears, perforations or anomalies. All cusps were mobile when manually manipulated. Functional testing at the time of manufacturing and upon return to abbott indicated that the valve functioned normally. During this test, which ensures proper cuspal coaptation and hemodynamic performance, the valve was placed in a pulse duplicator filled with saline. The conditions included a beat rate of 70 ± 1 bpm, a flow rate of 5.0 ± 0.2 lpm, and a mean aortic pressure of 100 +10/-0 mmhg. Under these conditions, the leaflets appeared to coapt such that the regurgitant fraction value was 1.8%. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 33mm epic plus mitral valve was chosen for a mitral valve replacement (mvr) procedure. During procedure, the physician opened and implanted the valve and took the holder off the valve to test it and noticed a leaflet was tethered. They tested it and it would coapt properly. The valve was removed and a new 33mm epic plus mitral valve was successfully implanted. There was additional 30 minutes to cross clamp and bypass time. The patient was reported recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.